Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the polyethylene glycol (peg) sealant of a 6/7f mynxgrip vascular closure device (vcd) remained in the patient and pressure was held. There was no reported patient injury. The sales representative observed the customer walk through the steps that they use when deploying mynx and they were proper. Per the customer "I cannot say that it was a failure due to the mynx deployment or the mynx device itself. I cannot place fault on the mynx device for the other three failures". The event occurred with five units from the same box involving four different users at the facility, after which the remaining units were set aside and not used. Other procedural details were requested but were not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the polyethylene glycol (peg) sealant of a 6/7f mynxgrip vascular closure device (vcd) remained in the patient and pressure was held. There was no reported patient injury. The sales representative observed the customer walk through the steps that they use when deploying mynx and they were proper. Per the customer "I cannot say that it was a failure due to the mynx deployment or the mynx device itself. I cannot place fault on the mynx device for the other three failures". The event occurred with five units from the same box involving four different users at the facility, after which the remaining units were set aside and not used. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2520304 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided and due to the nature of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " sealant failure to achieve hemostasis" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. In addition, patient-related events cannot be duplicated in the lab. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. As per the instructions for use (IFU), the safety and effectiveness of the mynxgrip has not been established in patients with small femoral arteries (less than 5mm), or patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Failing to achieve hemostasis immediately after vascular closure and the subsequent hematoma are common procedural complications and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy/venotomy. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the events experienced by the customer. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, in step 3: remove device of the IFU, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Users are also informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.